Event description:
On 8/24/2012 olympus biotech pvg became aware of an adverse event in the adverse event database maintained by the (B)(6). The adverse event had been logged in the database in 2005 but had never been reported to the olympus (B)(4). There are currently no details available regarding the adverse event but additional info will be requested from the (B)(6) health authorities. Additional info was received on 9/27/2012. The site confirmed that the pt, a (B)(6) male, initials (B)(6), received one gram of osigraft on (B)(6) 2005 as part of an unspecified bone graft procedure. Postoperatively the pt exhibited erythema 'initially at top of limbs, then on the face and trunk', accompanied by moderate itchiness. The events were managed initially with cortisones which were reported to have intensified the erythema and itching; antihistamines were subsequently administered and the events resolved. The duration of the events was not provided. The report stated that the events were likely related to the osigraft but were neither serious nor unexpected. Additional info will be requested from the physician.